Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient developed an infection and surgical intervention was taken to explant the pump on (B)(6) 2018.